Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. One x-ray image involving the reported device was included for review. Depuy synthes considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address metallosis resulting from scapular notching. It was also stated that there was significant wear to the poly insert from notching. Doi: (B)(6) 2014; dor: (B)(6) 2017; left shoulder.